Event description:
Please note this is an ongoing issue with the dexcom g6 I have repeatedly had sensors fail estimating that I've only had a 25% success rate with sensors under the g6 family over the past year and a half. Sensors will fall off anywhere from a few hours to a few days after light sweating after taking a shower also had issues with reliability on the dexcom g6 communicating reliably with the omnipod and my compatible cell phone to automatically deliver insulin which could have potentially resulted in life-threatening circumstances if the improper amount of insulin was delivered due to the sensor improperly reading blood glucose. I have repeatedly begged for them to improve the quality and reliability of their product and advised that it is risking the safety and the lives of their patients. Since they have now refused to alleviate their quality control issues and they are now refusing to stand by their products that fail I am doing whatever I can to make sure the FDA revokes the authorization for the dexcom g6 because it is not reliable and it could potentially threaten the lives of users and I am also seeking to sue dexcom g6 for damages. Over the past year and a half dexcom has acknowledged the issues with the g6 sensor and they have failed to improve their quality control. They consistently say that they cannot guarantee that it will be effective with all skin types and they're only way to alleviate the issue is to advise to wrap with medical tape or apply multiple overlay patches time and time again. Multiple lots over the past year.